Manufacturer narrative:
Receive one 14f x 32cm split stream catheter for eval. A visual inspection and functional eval of the catheter reveals a leak at the y connector when the device is flushed. The sample shows a hole in the transition area from "d" to "o". The split stream catheter is manufactured by bonding two lumens allowing the distal portion of the lumens to be separated by the physician as deemed appropriate. The proximal portion of the lumen is permanently bonded. The hole appears to have been caused by splitting the permanently bonded section in the clinical environment. The external portion of the catheter, where the attachable suture wing is applied, should not be split.

Event description:
During correction, an air leak was noticed, due to a crack between the 2 lines of the catheter.